Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported that the patient has been "suffering from significant pain and hardening since implantation." Patient representative later confirmed capsular contracture, baker grade IV and also reported "fear of alcl" and "mental impairment". This record relates to the left side. The device has been explanted.